Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken and contaminated. It was also noted that the battery release was contaminated, the ring cover was broken/contaminated, the two side bail covers were contaminated, the lead flex cover and battery drawers were contaminated, the battery contacts were compressed, the keyboard pad was cosmetically damaged, and the display was out of specification with the gasket seeping out. (B)(4).

Event description:
It was reported that there were cracks on both side panels of the external pulse generator and a "huge chunk" missing from the top right corner in the front. The generator was returned for service. The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.